Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump appeared to be damaged and loose as the customer experienced difficulty charging the pump battery. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.